Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jul/2024.

Event description:
Patient reported left side rupture, ¿laceration along the perimeter, the gel is partially outside¿, "capsulectomy of a doubled capsule" and ¿left breast is larger¿. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ double capsule: unable to observe as it is not related to the device. ¿ cyst(s): unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture, ¿laceration along the perimeter, the gel is partially outside¿, "capsulectomy of a doubled capsule" and ¿left breast is larger¿. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture, ¿laceration along the perimeter, the gel is partially outside¿, "capsulectomy of a doubled capsule" and ¿left breast is larger¿. "Cysts" and "non-enlarged lymph nodes". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, ¿laceration along the perimeter, the gel is partially outside¿, "capsulectomy of a doubled capsule" and ¿left breast is larger¿. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe as it is a medical event that is not related to the device. Visibility/ palpability: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, ¿laceration along the perimeter, the gel is partially outside¿, "capsulectomy of a doubled capsule" and ¿left breast is larger¿. The device has been explanted and replaced with a non-abbvie device.